Manufacturer narrative:
The hill-rom technician found the p3 load beam was not working. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the p3 load beam to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the scale was reading inaccurate weights. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).